Event description:
The customer reported that the system intermittently would not expose. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.